Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to the trunnion breaking off at the junction with the femoral head. The stem, head and liner were revised to competitor femoral components and a stryker mdm liner. There were no allegations against the revised liner. Rep confirmed that no further information will be released by the hospital or surgeon.